Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a pacing failure, and high thresholds were noted. It was reported that possible causes of the allegation could be the patient's myocardial effect was high, and the surgeon's technology, however this was not confirmed. The ipg was attempted, but not used. No patient complications have been reported as a result of this event.